Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from the follow up sent that they have notified their doctor and have seen the nurse practitioner every other month. Patient indicated they have mentioned their issues at every appointment. The patient reported they have never held a charge or had a charge the way their old device did. Patient indicated they were approximately (B)(6) at the time of event. The patient's poor recharge coupling, rapid depletion of device, and overdischarge has not been resolved. No further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient has been having problems with their stimulator ever since they had it implanted as it would not hold a charge for any time and would shut down. The patient reported the battery depletes quickly and patient has to charge for hours to get it charged up. Patient also mentioned they have had an overdischarge in the past and was reset. It was reported that a manufacturer representative tried using their recharger and was having coupling issues. The patient indicated the ins was located in a bad space and it was hard to the recharging antenna to lay flat. The patient reported getting thermometer screen come up often with antenna getting hot and then cools down. Recharger loses coupling and loses connection so patient has to readjust antenna. No symptom and/or further complications were reported at this time. On(B)(6) 2017 (rep) information was received from the manufacturer representative who reported they were just made aware of patient experiencing poor coupling since implant, and having rapid depletion of ins. Manufacturer representative will be following up with the patient and physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who reported the length of time patient has been experiencing the recharge issue is unknown. The patient seems to be getting good stimulation and relief from the device. It seem they may have difficulty coupling the recharger with the neurostimulator and keeping the connection. The cause is unknown. The physician is planning to replace the device with an intellis battery. No further complications reported at this time.